Event description:
Mother of pt tested blood glucose on suspect device, obtained blood glucose reading of lo, 84, 197, 186 and 160 mg/dl, mother advised to bring pt to hosp. Hosp lab tested blood glucose, obtained blood glucose reading over 600 mg/dl. Pt given insulin drip and treated for ketoacidoses.